Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 600 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime; insulin did exit with fixed prime. Customer examined cannula and found that it was bent. Customer was advised that infusion set would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.